Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a small pupil was observed during a laser assisted cataract procedure. Reporter indicated just as the laser treatment began the patient moved just enough so the capsulotomy treatment was at the edge of the iris (suction was not broken). The surgeon elected to continue treatment. In the operating room, the capsulorhexis was reported to be incomplete and the surgeon completed it manually. During the phacoemulsification portion an anterior capsule tear occurred. No anterior vitrectomy was needed. Intraocular lens (iol) was implanted and patient is reported to be doing well. Upon follow up, surgeon feels it was the patient movement / smaller pupil that led to the incomplete capsulotomy which led to the eventual tear.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Patient movement and small dilated pupils are contraindications to an incomplete dissection as well as capsule tear. However, the anterior capsule tear occurred during the phacoemulsification treatment, so it is unknown how that issue occurred. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event of the incomplete capsulotomy can be attributed to patient movement. The root cause of the reported event of the anterior capsule tear cannot be determined conclusively. (B)(4)